Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
User facility reported the tracheostomy tube was tested for leaks prior to intubation, and no leaks were detected. According to the reporter, the tracheostomy tube was in patient use for approximately 12-18 hours when the patient started to gurgle and bubble around the stoma. The reporter indicated that the nursing staff continuously filled the cuff and monitored the 02 stats on the peep while the tracheostomy tube was in patient use due to a cuff leak. The tracheostomy tube was ultimately replaced. According to the reporter, the patient required anesthesia. It is unclear if the patient required anesthesia due to a surgery or required sedation while replacing the tracheostomy tube. Additional information regarding medical intervention was requested. No response has been received at this time.

Manufacturer narrative:
One tracheostomy tube was returned for evaluation. Visual inspection of the returned sample found no faults, damages, or anomalies. During functional testing, a syringe was used to inflate the tracheostomy tube cuff with 20 cc of air. The inflation was found to be normal, with no signs of resistance or leakage. No obvious defects were noticed during the deflation of the device. The cuff was inflated again with 20 cc of air and the entire device was submerged in water; no bubbles (suggesting a leak) were found escaping the device. The returned tracheostomy tube was confirmed to operate as intended. No evidence was found to suggest the reported event was related to an intrinsic product problem.